Manufacturer narrative:
(B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had a gas loss error. The unit was switched, no harm was reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse confirmed the issue occurrence via device logs and reported that the compressor, which was out of date, was replaced. The unit passed all functional and safety tests to manufacturer specifications.